Event description:
It was reported by service report that the power cord had a nicked outer cover and both siderails experienced loss of functionality. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail cable.